Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000123496.

Event description:
It was reported that one of the patient's leads had migrated following a traumatic event. Surgical intervention was undertaken in which the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.